Event description:
It was reported that the plunger movement on the unspecified bd¿ syringe was difficult to move. It was reported by customer they cannot move plunger. Product complaint ref # (B)(4), bd safetyglide¿ needle 25 g x 1 in. - 305916 - 3 lots affected # # regn2104 - # regn2119 - # 1377251 - needle are clogged blocked. When attached to prefilled, cannot move plunger, tested with trying to pull med from vial, cannot draw, so sounds like clogged/blocked needle. Asked customer to hold samples if possible. Customer would like replacement of other lots. No patient impact, multiple dates (not specific).

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that the plunger movement on the unspecified bd¿ syringe was difficult to move. It was reported by customer they cannot move plunger. Product complaint ref # (B)(4) bd safetyglide¿ needle 25 g x 1 in. - (B)(4) - 3 lots affected # # regn2104 - # regn2119 - # 1377251 - needle are clogged blocked. When attached to prefilled, cannot move plunger, tested with trying to pull med from vial, cannot draw, so sounds like clogged/blocked needle. Asked customer to hold samples if possible. Customer would like replacement of other lots. No patient impact, multiple dates (not specific).